Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt. According to the complainant, the inner catheter of the device stretched and bunched up during attempts to deploy the stent in the bile duct. The device was removed and the procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.